Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the insulin was leaking from the site which led to high blood glucose level of 204-205 mg/dl on (B)(6) 2024. The infusion set in use for 3-4 hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.